Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient was implanted with 2 leads (from the same lot) as part of her axium neurostimulator system. It was reported the patient experienced ineffective stimulation which was unable to be resolved via programming. X-rays were taken and indicated the lead originally implanted at l5 had migrated. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.